Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient was at the hospital getting prepped for a bladder surgery and they wanted to turn the therapy off for the surgery. Caller said they were getting a message on the handset that said "internal device has lost all data, contact your clinician. End session". Agent reviewed meaning of message. Caller said implant was working fine and then all of a sudden the message came up today. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent provided patient representative with nas number for hospital staff to call if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.